Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented to the hospital with dizziness and syncope. Upon interrogation of the pacemaker, it was found to be in safety mode. The cause of the patient's dizziness and syncope were determined to either be due to loss of capture (loc) or oversensing of noise from unipolar sensing leading to pacing inhibition. The pacemaker dependent patient was hospitalized and a revision procedure occurred where the pacemaker was explanted and successfully replaced.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The system resets occurred during a telemetry session and due other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient presented to the hospital with dizziness and syncope. Upon interrogation of the pacemaker, it was found to be in safety mode. The cause of the patient's dizziness and syncope were determined to either be due to loss of capture (loc) or oversensing of noise from unipolar sensing leading to pacing inhibition. The pacemaker dependent patient was hospitalized and a revision procedure occurred where the pacemaker was explanted and successfully replaced. The device was returned for analysis.